Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy procedure and developed a pneumothorax requiring a chest tube and hospitalization. The biopsied lesion was 3.9 cm in the right lower lobe (lateral segment). A 23g flexision needle (5 passes) and compatible forceps (7 passes) were used during biopsy. Imaging modalities utilized included c-arm fluoroscopy and radial ebus. Staging utilizing endobronchial ultrasound (ebus) was also performed. The diagnosis obtained from pathology was adenocarcinoma (malignant). Post procedure, the patient was referred for chemotherapy radiation therapy. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. Intuitive surgical inc. (Isi) has made multiple attempts to obtain additional information; however, as of the date of this report, no new information has been obtained.

Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. A review of the system logs for the reported procedure date showed there were no related system errors to have occurred during the procedure that would have likely caused or contributed to the reported event.